Event description:
Boston scientific received information that this implantable defibrillation lead exhibited loss of capture and was not sensing. Fluoroscopy was performed and it was determined that the patient had twiddler's syndrome. Attempts to reposition the lead were unsuccessful. The lead was successfully explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the lead was slightly twisted, curled, and wavy. Additionally, the insulation was noted to be bunched in a few places. The distal spring electrode was stretched with tissue entwined in the coil. The distal end of the proximal spring electrode was separated from the lead body insulation. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Analysis confirmed the clinical observation as the damage to the lead was consistent with twiddler's syndrome.